Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized for diabetes ketoacidosis on unknown date as well as reservoir had leak. Blood glucose reading was over 500 mg/dl. Customer was treated with insulin drip. After treating with insulin drip blood glucose level was down to 375mg/dl. Customer also reported that the needle that went in the top of the res was broken off and he was not getting any insulin. Troubleshooting was performed. The insulin pump will not be returned for analysis.